Event description:
The hospital reported that during a procedure, the patient sustained a small internal burn. The hospital reported that the physician had used an electro cautery device and that "arching had occurred resulting in a small burn internally in the patient." It is unknown what type of electro cautery device was used. There are no further information obtained from the hospital.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found that there was evidence of thermal damage on the plastic cover on the distal tip of the gastroscope. In addition, there were broken or frayed wires noted at the grip area of the control body. Olympus will continue to work with the hospital to obtain additional information. Olympus cannot conclusively determine the cause of the user's experience at this time; however, if additional relevant information becomes available at a later date a supplemental report will follow. This report is being filed as an MDR in an excess of caution.